Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the or for a routine generator changeout. The physician had difficulty loosening the setscrews to remove the lead pins. Subsequently the device was explanted and replaced successfully.

Event description:
New information states the patient condition was good the entire time.

Manufacturer narrative:
These substances of dried body fluids was blocking the wrench from inserting far enough into the inset to engage it in order to loosen the setscrew.